Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set, nine minutes into the ablation phase of an hta procedure, there was a fluid loss at 35 cc per minute. Patient was cooled off and a small white cervical burn (degree unknown) was noticed. The burn was treated with silvadene cream and the patient was sent home. The follow up indicates that the doctor moved the scope around for visibility. The burn was minor and cervical only. The patient was not even aware of it, had no pain. Per the complainant, the procedure outcome is deemed successful and the patient condition is listed okay.